Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, in 2018, painless edema, heat and/or hyperemia appeared over the receptor of the right ear, evolving with total resolution with antibiotic therapy. In (B)(6) 2024, the edema returned and did not respond to antibiotic treatment. The recipient experienced pain, inflammation, and infection in the region of the device, making it impossible to use the audio processor. Therefore, it was necessary to proceed with explantation in (B)(6) 2024, after several cycles of antibiotic therapy.

Event description:
Reportedly, in 2018, painless edema, heat and/or hyperemia appeared over the receptor of the right ear, evolving with total resolution with antibiotic therapy. In (B)(6) 2024, the edema returned and did not respond to antibiotic treatment. The recipient experienced pain, inflammation, and infection in the region of the device, making it impossible to use the audio processor. Therefore, it was necessary to proceed with explantation in (B)(6) 2024, after several cycles of antibiotic therapy.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to re-occurring edema and inflammation at the implant site, which could not be treated with antibiotics. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The explanted device has not been received for investigation yet.

Event description:
Reportedly, in 2018, painless edema, heat and/or hyperemia appeared over the receptor of the right ear, resolving completely with antibiotic therapy. In (B)(6) 2024, the edema returned and did not respond to antibiotic treatment. The recipient experienced pain, inflammation, and infection in the region of the device, making it impossible to use the audio processor. After several cycles of antibiotic therapy, it was deemed necessary to proceed with explantation in (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to re-occurring edema and inflammation at the implant site, which could not be treated with antibiotics. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.